Event description:
The customer contacted stryker to report that their device's sterilizable internal paddles failed the impedance test. This is an indication of an issue with the device's shock button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer received replacement paddles. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The paddles were returned to the product assessment center (pac) for evaluation. The pac technician also verified and duplicated the reported issue. Root cause was determined to be the failed/faulty internal paddles. The paddles were scrapped by stryker.

Event description:
The customer contacted stryker to report that their device's sterilizable internal paddles failed the impedance test. This is an indication of an issue with the device's shock button. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.